Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was not performed, and a non-medtronic guidewire was used during the procedure. The first valve was implanted in the patient¿s native annulus using cuspal overlap technique, and the training guidance for slow deployment of the valve was followed. Prior to slowly withdrawing the dcs, the nosecone was centered within the frame inflow by slightly retracting the guidewire. The dcs was not twisted or torqued at any point during the procedure. Per the physician, the cause of the dislodge was due to the nose cone of the dcs catching on the inflow of the valve frame. Per the physician, patient anatomy was not a contributing factor to the dislodge. Additionally, it was reported that following the dislodge of the first valve, a second valve was loaded onto a new dcs and implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name deliv sys d-evolutfx-2329 product ID d-evolutfx-2329 lot 0011870607 use by date 2025-07-16, UDI (B)(4). Updated data: b5. D4. H4. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. H6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that a non-flow limiting aortic dissection occurred. The right side was used as the access site for the delivery catheter system (dcs). The dissection occurred while advancing the second valve through the first valve. Per the physician, there was difficulty advancing the second valve through the first valve, which caused the aortic dissection. Additionally, the physician reported that the dcs did not cause or contribute to the dissection, and no treatment was provided for the dissection. It was noted that patient anatomy was not a contributing factor. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6 - method, result and conclusion codes conclusion: intra procedural fluoroscopic images were provided for review of the event description. Patient¿s executive summary was provided for anatomical review. Depth just prior to the point of no recapture was approximately 1-2 millimeter (mm) which would be deemed an acceptable depth. It was reported that during removal of the delivery catheter system, the nose cone of the delivery catheter system interacted with the inflow of the valve which resulted in aortic dislodgement. Fluoroscopic image of the nose cone interaction was not saved for review. Medtronic recommends caution while withdrawing the delivery catheter system to minimize interaction with the evolut frame. The dislodged valve was snared and while attempting to deploy the new valve and dissection was noticeable at the level of the non-coronary cusp. The new valve successfully implanted, and it was determined the dissection was non flow limiting and there is no evidence of additional intervention. Additionally, a final angiogram revealed an aortic dissection proximal to the great vessels. Of note, potential risks associated with the implantation of the evolut fx bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization; and cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention) potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. The cause of this event is not related to the valve. Dislodge events are typically not related to a device malfunction. The subject dcs¿ were discarded by the customer and as such no analysis could be performed. Procedural images were provided for review; however, they did not capture the reported dislodgement due to dcs interaction. Dislodgement of the valve by the distal tip is related to operator technique or experience; the evolut fx instructions for use (IFU), instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. In this case, it was noted that after the first valve was implanted in the patient¿s native annulus using cuspal overlap technique, and the training guidance for slow deployment of the valve was followed. Prior to slowly withdrawing the dcs, the nosecone was centered within the frame inflow by slightly retracting the guidewire. The dcs was not twisted or torqued at any point during the procedure. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. The reported event indicates that a non-flow limiting aortic dissection occurred. The right side was used as the access site for the dcs. Vascular complications, such as dissection, are known potential adverse patient effects per the evolut fx system IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). In this case, the dissection occurred while advancing the second valve through the first valve. Based on the limited information available, an assignable root cause of the vascular complication cannot be determined and the relationship to the dcs could not be established. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-26, serial/lot #: (B)(6), ubd: 03-sep-2025, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after the valve (B)(6) was deployed, while attempting to withdraw the delivery catheter system (dcs), the nosecone dislodged the valve into the ascending aorta. The valve (B)(6) was then snared in the ascending aorta. The patient also experienced an aortic dissection. A replacement valve (B)(6) was implanted successfully. No additional adverse patient effects were reported.